Event description:
The patient was getting out of the chair and ambulating back to bed, when it was discovered that the green connection that is used to fill the balloon in the rectum had become disconnected from the tubing. This caused the balloon to deflate and come out of the patient. The patient was on c. Diff contact and the device discarded for infectious reasons.